Event description:
I received allergan silicone breast augmentation (B)(6) 2013 at the age of (B)(6). Soon after I started to develop symptoms that were non specific and I could not identify anything that triggered them or eliminated them. I would get rashes, headaches, inflammation all over, joint pain, loss of strength in hands, very dry mouth and eyes, list goes on. After onset of first few symptoms it got so bad I was seen by a variety of specialists who referred me to other specialists, and I was diagnosed with sle, leukopenia, hypovolemia, sjogrens, reynaud's, plaquenil toxicity, osteopenia, anemia, malabsorption syndrome (iron), and I am now allergic to over 40 foods after extensive testing. I have also had imaging done to determine issues with lymph node verses cancer, etc. I have not been diagnosed with cancer but do have pet scans done. I was 100% very healthy prior to implants. It took about 2 years to see a decline in health after getting implants, and symptoms rapidly increased from 2017 and after. I've undergone biopsies and other surgeries due to my autoimmune issues. I've never dealt with any type of chronic illness up until a few years ago. I work in the medical field and desperately want to provide you with any imperative info that may help even just one person if possible. This has been going on since 2015 (much worse from 2017 to present) and I recently learned about possible autoimmune and cancer being the result from implants. I would like to provide as much information as possible to determine if there's a way for me to know if this is caused from my breast implants. And if so, I need them removed, however, before considering surgery I'd like more information. I've reached out to the dr who did the surgery, and she was great with me during surgery and my post op, but I cannot get anyone to assist me in detail with my concerns. I did email her office again today. I was hospitalized in 2013 following the breast implant procedure due to significant swelling, where they kept me for an extra night for observation. I hope to hear back from someone soon. Thank you for your time. FDA safety report ID# (B)(4).